Event description:
The complainant reported that the automated impella controller (aic) had a controller error. This aic was replaced with another aic, no further issues were reported. There was no patient harm or injury reported.

Manufacturer narrative:
The investigation into the controller error/placement issue has been completed. The impella automated controller (aic) was returned for investigation. Data analysis: imc logs confirmed the reported failure mode (see attachments section). A placement signal unreliable alarm and eventually controller error alarm (opm comm crc error) was triggered on the complaint date when a demo pump was connected. Initially, the demo pump was read by the console with all zero optical gauge factors, which most likely resulted in the immediate unexpected placement signal unreliable alarm. Controller error alarm (opm comm crc error) was triggered a while after connection of the pump. See imc logs from the complaint date in the attachments section. Upon further analysis of the rt logs, the opm-related signals went invalid. See rt logs in the attachments section. Device analysis: the console was tested on an engineering bench by connecting a known-good pump/ purge and power cycling in between. No issues were observed during the testing. The unexpected controller error alarm (opm comm crc error) is known pattern failure, which is characterized by a temporary loss of placement signal and triggering of a controller error alarm. This failure has a low probability of reoccurrence and does not affect hemodynamic support. The cause of the optical placement signal issues (transient loss of opm-related signals) was unable to be determined because the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.